Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Elective replacement indicator (eri) due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. High battery impedance occurred, leading to eri.

Event description:
It was reported that the clinician called wondering why the battery voltage dropped. It was also reported that the pulse generator triggered elective replacement indicator (eri). The pulse generator was removed and replaced. No patient complications have been reported as a result of this event.